Manufacturer narrative:
The biomedical engineer (bme) reported that the display screen for the central nurse's station (cns) was blank. The cns had spontaneously shut down on its own. They were able to power the cns back on and it was able to monitor patients as expected. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10. Attempt # 1: 11/26/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 12/03/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 12/10/2025 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied, stating that the information cannot be provided.

Event description:
The biomedical engineer (bme) reported that the display screen for the central nurse's station (cns) was blank. The cns had spontaneously shut down on its own. No patient harm was reported.